Event description:
Info received indicates a hill-rom i.v. Pole attached to the headwall fell forwards off of the headwall attachment. The pt caught it but it still hit the pt on the head. No laceration or bruise noted, no loss of conscious (loc). The physician assistant was notified. Hill-rom sales rep was notified and came in to assess the situation. The issue found was that the headwall brackets tend to loosen over time, and IV pole can be easily lifted out of brackets if a stretcher is placed too close to the pole and raised up. Temporary solution is to mount all the IV poles as close to the ground as possible, and to periodically tighten the brackets (weekly rounding). The sales rep communicated with r&d regarding a design change (change location of brackets on the wall). We will monitor for similar issues.

Manufacturer narrative:
Hill-rom has made attempts to contact the facility, but has not received any add'l info.